Event description:
It was reported during device normal change out procedure, it was determined that the patient recently received inappropriate therapy due to oversensing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.